Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir is not sitting properly into the insulin pump. There is a crack noted on the reservoir lip area. The insulin pump was dropped. The customer had a blood glucose of 530 mg/dl and treated with a manual injection. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.